Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI:(B)(4), serial: (B)(6) , batch: a000050790.

Event description:
It was reported that the patient's system was shocking them whenever the stimulator was on. The investigation did not determine which lead attributed to this issue. Surgical intervention was undertaken and the system was explanted and replaced.